Manufacturer narrative:
Eval summary: the notes from the original surgery were reviewed and no complications were noted. The indications section mentioned that the pt was noncompliant where she violated hip precautions on several occasions. The revision operative notes were reviewed and no complications were noted. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause for the dislocation cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to dislocation.